Manufacturer narrative:
Unsuccessful valve replacement. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
Reportedly an unknown, 27mm valve was explanted at implant due to an unsuccessful valve replacement. The surgeon has disassociated the valve from the explant. Device is not available for return, due to it was discarded. No additional information has been provided. No additional information has been provided..

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. It was previously stated that two fax request were made via fax for the device, operative report, and additional information, however this information was requested from sales representative via e-mail. Please note that another edwards device was also explanted at implant, but it is not reportable per edwards procedures.

Event description:
It was reported that during an unspecified procedure a balloon burst occurred. The lesion was located in the left anterior descending artery. On the first inflation the 2.50x12mm apex monorail balloon burst. To what atmospheres is unknown. The procedure was completed with this device. The patient status is listed as ok with no complications reported.